Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis and states that her insulin pump is not giving her proper insulin. The patients blood glucose level was 156 mg/dl at the time of the phone call. The treatment or the hospital information was not provided. The customer was assisted with trouble shooting and found moisture in the reservoir. The customer would like to return the reservoir for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.